Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to catheter issues. Upon follow-up, the patient's pd registered nurse (porn) confirmed the patient was hospitalized due to drain complications. While hospitalized the patient successfully underwent a pd catheter (not a fresenius product) revision due to poor positioning on (B)(6) 2021. Following surgery, the patient resumed ccpd while hospitalized without any reported concerns. The patient is recovering from surgery and was discharged home on (B)(6) 2021 in stable condition. According to the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) defect or malfunction. Based on the available information, the patient's liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).